Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was able to confirm the initial report regarding the generated error. Upon inspecting the printed circuit board connector it was noted that the legs of the connector were not completely down onto the pad when soldered and were loose, this would cause an intermittent connection. It was also noted that the tabs were broken on the power cord bay door.

Event description:
It was reported that the programmer generated an error while interrogating a device. The programmer was returned for service. No patient complications were reported as a result of this event.